Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used. See MDR 3013394970-2018-00887 and MDR 3013394970-2018-00888 for the other two devices reported in this report that was intended to be used on the same patient.

Event description:
The user facility reported that when opening the foil pouch containing the angio-seal closure device, the bypass tube was released from the angio-seal free in the package. The angio-seal was not used. When opening two more angio-seal devices of the same lot number, they had the same issue. There was no patient involved and was found before use on the patient, during preparation.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by mfrand to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon dimensional testing of the returned sample. One 8fr angio-seal sts plus device was returned for evaluation. The carrier tube assembly and bypass tube were returned along with a partially opened aluminum foil pouch. Visual inspection of the returned components revealed the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end was measured and found to be 0.107". The outer diameter of the bypass tube head at the proximal end was measured and found to be 0.314". All measurements were confirmed to be within manufacturer specification. Angio-seal sts IFU states the following: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Based on the evaluation performed the complaint could be confirmed for the bypass tube being dislodged. It is likely that pulling the carrier tube from the pouch without completely opening it may result in the dislodgment of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products and update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.